Manufacturer narrative:
(B)(4).

Event description:
It was reported that balloon rupture occurred. The 100% stenosed, chronic total occlusion target lesion was located in the severely tortuous and severely calcified mid left anterior descending (lad) artery. A 15mm x 2.75mm nc quantum apex¿ balloon catheter was advanced for pre-dilatation and was initially inflated at 14 atmospheres. However, on the second inflation at 16 atmospheres, the balloon ruptured. The device was completely removed from the patient and the physician exchanged the device with a non-bsc balloon catheter which also ruptured. The procedure was completed with successful dilation of another non-bsc balloon catheter. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Device evaluated by MFR: returned product consisted of an nc quantum apex balloon catheter. There was contrast in the inflation lumen and blood in the wire lumen. There was a 8mm tear in the balloon material on the proximal end of the balloon. The middle of the balloon appeared to be twisted/compressed. Microscopic examination of the balloon presented no irregularities in the balloon material or the ro marker that could have contributed to the damage. Inspection of the remainder of the device revealed no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical and/or procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 100% stenosed, chronic total occlusion target lesion was located in the severely tortuous and severely calcified mid left anterior descending (lad) artery. A 15mm x 2.75mm nc quantum apex¿ balloon catheter was advanced for pre-dilatation and was initially inflated at 14 atmospheres. However, on the second inflation at 16 atmospheres, the balloon ruptured. The device was completely removed from the patient and the physician exchanged the device with a non-bsc balloon catheter which also ruptured. The procedure was completed with successful dilation of another non-bsc balloon catheter. No patient complications were reported and the patient's status was good.